Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a drawer failure. The field service engineer reseated all cables, wires and replaced insep to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed to stay closed when user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.